Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported: "the machine went off and back to original factory settings then later the screen freezing and sats / heart rate not changing. Myself and staff at hospital turned machine off and back on, wiped screen when off, my concern are my son is fully trach ventilated and is fully reliant on the machine." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using both ac and dc power. The unit was able to obtain readings, and alarmed audibly and visually under alarm conditions. Visual inspection revealed cracks near the speaker, multiple scratches on the screen and multiple tiny air bubbles inside the screen. The cracks which were observed on the front panel near the speaker could have indicated physical damage to the speaker itself; which potentially could have momentarily caused the critical failures regarding audio failures recorded in the device logs. The temporary audio failure probably caused a shut down and reboot of the system. If the speaker was malfunctioning completely it would have shown "error 003" on the screen before shutting down. During the testing, the speaker was fully functional and no error messages or alarms were observed during the testing of it. (B)(6).